Manufacturer narrative:
UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 10 minutes. It was reported that everything seemed accurate when the catheter was placed, but the scope showed that the placing was inaccurate approximately 3mm both posterior and medial. The surgery was completed with navigation and there was no impact on the patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Exams from the procedure were sent to medtronic for evaluation. The exams were found to not have registrations saved. Additionally, it was noted that there was some movement in the scans, along with the fiducials being placed in a straight line, which is noted to not be ideal conditions for optimum precision.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that they put the catheter in the right place using an endoscope but thought that it didn't match the navigation. Hence why they said it was inaccurate but there was another doctor in the room who thought the navigation was accurate.